Manufacturer narrative:
The device was discarded therefore no instrument will be returned.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy procedure, a portion of the force bipolar instrument (fb) stuck out at the distal point of articulation and hooked on the bowel. The surgeon was able to carefully unhook the instrument from the bowel resulting in only a tiny, superficial scratch with scant bleeding that did not require repair. The instrument was removed and replaced with a backup instrument. However, the surgical staff had some difficulty straightening the instrument before it could be removed successfully through the cannula port. The surgeon reported there were no complications from the event.